Event description:
It was reported that a syringe exploded during use with a 30 ml bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, "it was reported that a syringe exploded. Per email:this past weekend, we had an event called (B)(6), where 125 middle schoolers were using our 30ml luer-lok syringes (with a btd) to create a vacuum inside our blood collection tubes. I want to preface this by saying that the syringes were used multiple times (upwards of 20 times per girl and probably close to 100 pulls by the end of the day)¿and most held up. However, we had one syringe do something (for lack of better term, it ¿exploded¿) that my colleagues expressed was a big issue. I have attached the pictures here so that you can get an idea of what I am talking about ¿ two of the pictures are of a btd (this is only for reference of the amount of syringe left behind after ¿exploding¿). Again, these syringes were not being used in normal practice nor by trained individuals, so I wasn¿t sure if a complaint needed to be filed."

Manufacturer narrative:
H.6. Investigation summary: one sample and ten photos were provided by the customer for investigation. The returned sample was visually examined using unaided vision. The syringe barrel has broken near the shoulder. The needle assembly which was attached to the syringe was also returned and part of the syringe is still attached to the needle device. Ten photos were also provided by the customer for investigation. Seven photos show the syringe barrel and plunger from various angles and with the plunger at different locations in the barrel. The syringe barrel has broken near the shoulder. One photo shows the top web of the blister pack which provides the material description and material number for the syringe barrel. The phrase ¿do not reuse¿ is also evident on the blister pack. Two photos show part of the syringe barrel which broke off still attached to the needle device. Bd syringes are designed to be single use devices they are not designed to be used multiple times. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Conclusion: bd syringes are designed to be single use devices as they are not designed to be used multiple times. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe exploded during use with a 30 ml bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, "it was reported that a syringe exploded. Per email:this past weekend, we had an event called dreamgirls, where 125 middle schoolers were using our 30ml luer-lok syringes (with a btd) to create a vacuum inside our blood collection tubes. I want to preface this by saying that the syringes were used multiple times (upwards of 20 times per girl and probably close to 100 pulls by the end of the day)¿and most held up. However, we had one syringe do something (for lack of better term, it ¿exploded¿) that my colleagues expressed was a big issue. I have attached the pictures here so that you can get an idea of what I am talking about ¿ two of the pictures are of a btd (this is only for reference of the amount of syringe left behind after ¿exploding¿). Again, these syringes were not being used in normal practice nor by trained individuals, so I wasn¿t sure if a complaint needed to be filed."